Manufacturer narrative:
H.6. Investigation: six (6) samples were received from the customer for investigation. The six (6) samples were visually examined using unaided vision and all six (6) samples were found to have epoxy on the needle. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that does not shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. H3 other text : see h.10.

Event description:
It was reported that before use of the needle filter blunt fill 18x1-1/2 three was an issue with foreign matter of a glue substance on the cannula of six needles. The following information was provided by the initial reporter: it was reported that six filter needles were found which have glue on the cannula. One of the six filter needles has glue from the glue holder along the cannula till the end of he cannula.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6339850. Medical device expiration date: 2022-01-31. Device manufacture date: 2016-12-04. Medical device lot #: 7086976. Medical device expiration date: 2022-05-31. Device manufacture date: 2017-03-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the needle filter blunt fill 18x1-1/2 three was an issue with foreign matter of a glue substance on the cannula of six needles. The following information was provided by the initial reporter: it was reported that six filter needles were found which have glue on the cannula. One of the six filter needles has glue from the glue holder along the cannula till the end of he cannula.